Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and dat test at 0.08740 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted. Device uploaded properly using carelink. Drive support disk was inspected and no anomaly was noted. Device had minor scratched display window, cracked battery tube threads, cracked case at the reservoir tube window corner, a small crack in the reservoir tube window and cracked reservoir tube lip. No moisture damage noted on the electronic assembly or on the motor. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose level on (B)(6) 2019 with blood glucose of 558 mg/dl. The customer¿s blood glucose level was over 600 mg/dl. The customer reported that they feel okay to troubleshoot for high blood glucose level. Customer experienced nausea like symptoms due to high blood glucose level. The customer was treated with insulin pump and with manual injection. Customer reported that the drive support cap was flushed out. Customer¿s recent blood glucose level before there dinner was 470 mg/dl and the blood glucose was 400 mg/dl,500 mg/dl. Customer was assisted to troubleshoot for high blood glucose. The insulin pump will be returned for analysis.